Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to shortness of breath and hemoglobin (hgb) of 6.2 g/dl. Stool was positive for occult blood. The patient was taking the anticoagulants warfarin and aspirin at the time of the event. Patient was transfused 5 units packed red blood cells (prbcs), 2 units fresh frozen plasma (ffp), and 1 unit platelets. The bleed was reported as potentially due to supratherapeutic inr. The patient was on proton pump inhibitor (ppi) infusion. On (B)(6) 2018 stool was positive for clostridium difficile and the patient was treated with vancomycin by mouth (po) and intravenous (IV) flagyl. The patient¿s hgb improved significantly during the hospital course. The patient was discharged on (B)(6) 2018 in stable condition with the gastrointestinal bleed resolved. Unspecified changes in medication were made.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.